Manufacturer narrative:
Product event summary: analysis found that the device passed incoming functional testing. The reason for return was confirmed, the ventricular connector was cracked. It was also noted that both cover bail attachments had a small crack in the housing and the battery contacts were visibly contaminated. As a result the device was cleaned, the ventricular connector was replaced and both cover bail attachments were replaced. The battery contacts were inspected and any visible signs of contamination were removed. The device then passed all testing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the ventricular connector was broken. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.